Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the stent delivery wire was broken and part of the stent delivery wire could not be removed from the sheath. In addition stent introducer sheath distal tip was found damaged. Functional testing could not be performed due to the condition of the returned device. Additional information indicated that no anomalies were noted to the device prior to use and there is no indication of a user error. It is likely that the device was damaged during use resulting in the reported issues. The anatomy was noted to be tortuous. An assignable cause of operational context caused will be assigned to the reported 'stent failed/unable to deploy', 'stent delivery wire friction' and to the analyzed 'stent introducer sheath distal tip damaged', 'stent delivery wire broken/fractured', 'stent delivery wire friction'. As the issue is associated with a product that meets the design and manufacture specifications and was used in accordance with the dfu (direction for use) but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
During the analysis of the returned device, it was revealed that the stent delivery wire was broken. No clinical consequences reported to the patient.